Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not infusing. The patient did not remove air from the cassette before attaching extension tubing and priming. The pump was alarming. The hospital was unable to disconnect from patient and prime. The pump was running. This was a continuous infusion; the programmed flow rate and delivered volume were unknown. A backup pump was available and therapy was successfully continued. The therapy was life-sustaining, and the event was resolved. The issue occurred during patient use but there was no patient harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.